Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced. The ventilator passed all functional and safety tests and was cleared for clinical use. During review of the device's logs technician noticed alarms for air supply pressure low and gas supply pressures low. It was pointed out by technician that all the issues could be caused by air wall pressure, as in this hospital they use different adapters. According to the technician the issue was not with ventilator itself. Moreover, detailed review of the logs confirmed occurrence of the several clinical alarms, as an indication of difficulties with ventilating the patient. The cause of the issue was related to malfunctioning wall supply connections, however the root cause to the reported problem has not been determined. A corrections of field # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).